Event description:
The pt reportedly experienced intermittencies followed by loss of lock. External equipment was exchanged and programming adjustments were made; however, the issue was not resolved. Surgery to explant the pt's device has been scheduled.